Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 116-119 mg/dl. A pump system check was performed and no device issue was identified. There was no damage noted to the cannula. The customer did not think that the external pump temperature was a cause of the occlusion. The customer changed out the cartridge, infusion set tubing and site. Insulin delivery was resumed.